Manufacturer narrative:
Follow-up # 1 date of submission 10/14/2014-device evaluation: the pump has been returned and evaluated by product analysis on 10/01/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed loss of prime warnings associated with cartridge changes, as well as cs 087 call service alarms. During testing, the pump was powered on and immediately emitted a cs 069 call service alarm that could not be cleared. Further testing for the loss of prime warnings could not be completed due to the persistent alarm. Investigation revealed that the u39 component on the printed circuit board was corrupted. The suspect component was removed from the printed circuit board, and the pump powered on with no further alarms.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).